Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited pocket erosion. A revision was performed, and the crt-d was explanted, while the right atrial (ra) lead, right ventricular (rv) lead and this left ventricular (lv) lead remained in service; the other rv lead was being capped. The patient was treated with intravenous antibiotics and a new device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).